Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the cause of the injury could not be determined as insufficient clinical details were provided. The cause of the high purge pressure could not be determined as purge issue was not reproduced on returned product and no data logs were returned for evaluation. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Section h6 health impact was previously incorrectly reported as f1204 permanent impairment. This has been corrected to f01 change in therapeutic response. Based on currently available information, there was no evidence of irreversible deterioration or permanent damage to a body function or structure as defined by 21 cfr 803.3. This event was a temporary, reversible condition and does not meet FDA criteria for permanent impairment.

Manufacturer narrative:
B5 additional information was received. D9 device was returned and date received was added. G1 manufacturing site name should of been left blank on the initial report that was submitted.

Event description:
The tissue plasminogen activator protocol was initiated. It was successful. No explant was required. The patient was weaned and explanted based on clinical improvement. The pump was able to be retrieved and will be shipped for evaluation.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced thrombocytopenia and impella alarms for purge blocked. It was reported that the patient was not receiving anticoagulation due to thrombocytopenia. Subsequently, the impella alarmed for purge blocked. The purge tubing and purge fluid were changed without resolution. The lines were checked for kinks and no kinks were observed. The medical team called abiomed customer support to request the protocol for adding tissue plasminogen activator (tpa) to the purge solution. It is unknown if tpa was added to the purge solution, and if the purge blocked alarm was resolved. The device was subsequently explanted three days later, successfully, after weaning. The patient's outcome at the time of explant was survived.